Manufacturer narrative:
In the previus follow-up report MDR , in section h6 (investigation findings:) was incorrectly captured, it has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of particles in tubing/chamber related to a CPAP device's sound abatement foam. The patient alleged weakness and shortness of breath. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit and device provided airflow during therapy. As per secondary findings of the base unit observed evidence of water ingress on the blower and blower box, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.